Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: g2, h6 (medical device problem code). The fse inspected the unit and found an audible helium leak, also the vacuum and pressure tube assembly were both pinched and the helium reservoir assembly valve was broken. The fse replaced the helium reservoir assembly, the vacuum tubing and the entire console cover the unit passed all helium tank calibration test and was able to complete an autofill without issue. It was set to run one hour successfully. The unit functioned properly with the ECG simulator and successfully augmented using multiple trigger settings. Additionally, the unit passed all performance and safety tests in accordance with factory specifications. The failure analysis and testing dept. Received part assy, helium reservoir with a reported unit failure of unit had damage along the rear and was leaking helium. The failure analysis and testing dept. Performed a visual inspection and observed that check valve (cv1) had broken off inside the port. Cause of the helium leak was the damaged check valve. Damage to the check valve is usually caused by damage to the back of the cardiosave console. Retaining the helium reservoir in the fat dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that during pm the cardiosave intra-aortic balloon pump (iabp) was damaged along the rear and was leaking helium. There was no patient involved.